Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the ventricular lead, the physician noted that the torque response after the rotation returned slower than usual. Subsequently the lead was found to have dislodged one day post implant. It was suspected that the depth at which the helix penetrated the tissue during fixation may have been shallow due to insufficient force. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.